Manufacturer narrative:
(B)(4). Device evaluation: one unit was received by baxter for evaluation containing approximately 180ml of fluid in the bladder. Flow was readily observed at the luer immediately upon sample receipt. No signs of occlusion or blockage were observed in the line of the unit. Flow continued without stopping or difficulty before the fluid was emptied from the bladder. No signs of defect or abnormality were observed on the unit. Therefore, the reported condition of "occluded/blocked" could not be confirmed nor duplicated, and the root cause is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter that one (1) ce infusor occluded during patient use and the medication was not administered to the patient. According to the customer, the device was filled with a total of 252ml of cladribine. The facility retrieved the device and calculated only 80ml of the 252ml had infused in the patient. In addition, the staff could not clear the line. There was no patient injury or medical intervention. No additional information is available.